Event description:
Procedure type: gastric bypass. According to the rptr: the instrument didn't cut the stomach properly. It pulled the tissue and made a hole in stomach. The operation converted from laparoscopic to open, about a 10cm incision. There was no unanticipated tissue or blood loss.

Manufacturer narrative:
(B)(4).